Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, buffalo filter llc, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report the customer reported that 60-7610-001 device was used during a colorectal procedure on (B)(6) 2019 when the tip of the device sparked and then melted. The procedure was completed and there was no report of injury to the patient or the user. There was no report of delay in the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as a voluntary distributor report.